Event description:
The doctor reported the implant was removed due to loss of osseointegration, 7 years and 2 months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was poor. No significant finding was observed during the implant removal surgery. The patient has since recovered.